Event description:
Status post chole one month ago. Persistant drainage from wound. Wound explored on above date (1-6) fibrous area discovered and retrieved. Pathology report done revealed cotton fibers on submitted tissue with foreign body giant cell reaction to the fibers. This is written follow-up to previous verbal report.